Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that after treating for a blood glucose of 333 mg/dl, blood glucose rose to 406 mg/dl. Customer reported to have programmed the suggested amount. Customer also reported of receiving low blood glucose due to over compensating for high blood glucose. Customer declined troubleshooting.